Event description:
The customer reported that a motion error message displayed and that system had to be rebooted to clear the error.

Manufacturer narrative:
This MDR is related to ge healthcare complaint number. The ge service rep reseated the mcu pcb and connections. He was unable to duplicate the reported issue. The system is operating as intended at this time.